Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported that following insertion the patient experienced unspecified complications.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.